Event description:
Boston scientific received information that significant undersensing was observed at 1.5mv. The device was reprogrammed to 0.2mv and 1.5 seconds of undersensing with rare drop out following an episode was detected. The patient implanted with this device system was externally rescued. It was also noted that the patient has a left ventricular assist device (lvad) and that the right ventricular (rv) lead is displaced. The r-wave measurement was currently 2.3mv. It was reported that no further intervention would be performed, as the defibrillation threshold test was successful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.